Event description:
It was reported the colonvideoscope had foreign material in the nozzle. It is unknown when the reported issue occurred. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reportable malfunction of foreign material in the nozzle was confirmed. Based on the results of the investigation, the type of material and the root cause of the material in the nozzle could not be identified. It was confirmed that the section of the device where the foreign material remained had no deformation. It could not be confirmed how the reprocessing has been implemented, if it fell in line with the instruction for use (IFU). The events can be detected and prevented in accordance with the following sections of the instructions for use (IFU): gif/cf/pcf-190 series, chapter 3 preparation and inspection¿ describes the methods for detection. The instruction manual reprocessing manual ¿gif/cf/pcf-190 series, chapter 5 reprocessing the endoscope (and related reprocessing accessories)¿ describes the methods for prevention. Olympus will continue to monitor field performance for this device.